Event description:
A 2.5mm diameter x 14mm length endeavor rapid exchange (rx) drug eluting coronary stent was deployed in a pt. The target lesion, located in the lad #7 was described as diffuse, moderately tortuous, calcified with 90% stenosis and was predilated. However, it was reported that post deployment of the relevant stent, dissection of the vessel was observed at distal to the stent. An attempt was made to deploy one other stent to treat the dissection, however, this attempt failed and the procedure was completed with no further action. The patient is reported to be fine and no other clinical sequelae were reported. The physician commented that because the target lesion was diffused and difficult to be full-covered with the relevant stent, may have had an impact on the reported event.

Manufacturer narrative:
(B)(4). Eval results: (diffuse lesion difficult to be fully covered with relevant stent). (Dissection). Conclusion: (diffuse lesion difficult to be fully covered with relevant stent).